Manufacturer narrative:
H10: the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a leak was observed during the priming of a prismaflex st150. There was no patient involvement. No additional information is available.